Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values reading 200 mg/dl, and the patient did not experience any symptoms. An unknown time after on the same day, the patient experienced loss of consciousness and was found by their mother. No fingerstick was taken and an ambulance was called. The patient was treated with intravenous glucose and was brought to the hospital. The patient could not remember how long she was unconscious for, and what the cgm and blood glucose readings were at that moment. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.